Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "sapphire device is paused and the patient needs the password to unlock it. No serial number given. They called the provider and the password (B)(6) was given to them by the pharmacy at ID...(B)(6) medical center. Pump treatment information:n/a. Type of drug:n/a. Was there a prime performed:no. Delay in therapy:yes. Need for medical intervention:no. Patient involvement: yes. Death / serious injury: no. Human harm: no. " q core distributer become aware of the complaint on dec 9th, 2015 , however, q core become aware for the complaint on jan 31st, 2016.